Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged particles in air path. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged particles in air path. There was no report of patient harm or injury. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. There has been no response from the customer on the return of the device. If any additional information is received, a follow up report will be filed. In box g: report source, date received by MFR is updated. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid are updated.